Event description:
On (B)(6) 2022 (B)(4): information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated their healthcare provider (hcp) was "backing off" one of the medications but they couldn't remember which one due to the possibility of a granuloma. Patient services redirected them to hcp to confirm medication in pump. The patient asked for a closer hcp as they needed a monthly refill; patient services reviewed locator site. They weren't sure whether they needed a chronic pain or spasticity hcp list as they had both a pain medication and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 04-sep-2014, UDI#: (B)(4).